Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed the cartridge empty message when 20 units of insulin was remaining in the cartridge. The infusion device also displayed an occlusion message when there was no insulin and no occlusion occurred.